Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial pressure alarm followed by an arterial air alarm occurred shortly after starting a routine hemodialysis treatment. A complete rinseback could not be completed due to clotting of the circuit, resulting in an estimated blood loss of 30cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to clotting of the patient's circuit, preventing completion of rinseback. Facility staff attributed the clotting to issues with the patient access, which have since been resolved. The cycler alarmed appropriately in response to the clotting. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.